Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced atrial fibrillation with rapid ventricular response. The implantable cardioverter defibrillator exhibited inappropriate therapy and inappropriate interpretation of signal. The patient had recent medication changes that corresponded to the event date and so no intervention was done. No patient consequences.